Manufacturer narrative:
This follow-up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 5g year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Post procedure, during transport to another facility, the cable broke from the automated impella controller (aic) at the connection area, and a piece of the plug was still intact in the unit. The patient remained stable and was also on ECMO and pressors. Later that same day, the cp was explanted. The cable damage and pump stop will be conservatively reported for hemodynamic instability as it prompted premature explant, but there was no lasting harm or injury reported..

Manufacturer narrative:
Investigation summary: any reported damage was presumed to be limited to the pump. No issues or broken components were identified in the aic pump connector.

Manufacturer narrative:
Added: d3, d6a, d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.